Event description:
It was reported that the right ventricular (rv) high voltage lead impedance was high and had been high over the last few years during follow up in clinic. No changes were made. The rv lead was being monitored remotely by the physician. There were no patient consequences.

Event description:
New information received notes the patient underwent a lazer lead extraction. The right ventricular (rv) lead high voltage impedance was out of range as previously reported. The rv lead was explanted and replaced. The patient was stable.